Event description:
The customer reported that the system made in image that was dark. He then used brightness and contrast to lighten the image. When he brought the image up after the case was over it was light, he then darkened the image to print.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found the ac power cord had a tear in the shielding and the 6x6 air filter needs replacing. He could not duplicate the problem. The rep replaced the ac power cord and 6x6 air filter. The unit works as intended.